Event description:
The service report shows the customer rep0rted that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injuries as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction the cse inspected the device and replaced the ai and bdu printed circuit boards. The unit passed extended self testing.